Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the screws were worn, damaged spring seal, discolored motor seal, screw broken into the motor, corrosion on the motor and the unit had high rpm; however, the repair has not been completed because waiting for quotation approval. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed. Per the IFU, the dermatome should be "returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy".

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
Dermatome was not working smoothly and was losing power during evaluation by zimmer biomet representative. The event took place outside of surgery and there was therefore no procedure delay nor patient involvement. No adverse events were reported as a result of this malfunction.